Event description:
The following incident info was reported to mvi, inc via maude event report (foi) by us mail from the FDA (B)(4). No other incident info or pt identification was provided. It is unk how many devices were used during this treatment. The lot numbers for 5 mvi coils was provided. The user did not indicate the mvi coil (s) were the cause of the incident. We are reporting as an adverse event occurred.

Manufacturer narrative:
Add'l lot # 130307h9. Device #2: brand name - microplex 10 coil (mcs, #5 of 5 coils). Sample analysis: an eval of the actual complaint samples could not be performed as they were not returned for eval. The root cause of this complaint cannot be determined. The devices in complaint do not appear to be the case of this incident. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances.